Manufacturer narrative:
A customer from the united states alleged several discrepant results for patient samples while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. It is not known if the positive results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection (lod). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for 27 patients samples using the cobas® sars-cov-2/influenza a/b test for use with the cobas liat system. The customer reported that they used multiple cobas liat systems between march 23, 2021 and april 14, 2021 and received sars-cov-2 positive results. Repeat testing performed (same sample) on either the cobas 6800 or bd max systems, and generated sars-cov-2 not detected results. Customer provided only run data for 12 patient samples and are unsure of the serial numbers associated with the cobas liat system used to analyze the 12 samples of concern. No data provided on the other 15 alleged samples. Patient sample was collected using nasopharyngeal swab and 3ml media. The customer confirmed there was no allegation of harm to the patient. It is unknown if the results were reported out to the patient and/or personnel treating the patient. Twenty-seven (27) mdrs will be filed, one for each sample, as per FDA guidance.